Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was going to reach the recommended replacement time (rrt) sooner than expected. It was noted that the largest current drain was due to high pacing thresholds on the left ventricular (lv) lead. Programming changes were made to the crt-d and lv lead to extend device longevity and they both remain in use. No patient complications have been reported as a result of this event.